Event description:
It was reported that balloon difficulty removal and detachment occurred requiring additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common femoral artery (cfa). A 6f 45cm non-boston scientific (bsc) introducer sheath was crossed over in the lesion and a non-bsc guidewires were crossed the deep femoral artery (dfa) and superficial femoral artery (sfa). Subsequently, a non-bsc balloon catheter was crossed in dfa side and a 4mm x 40mm x 146cm coyote es balloon catheter was advanced in sfa side. Both sides were inflated at nominal pressure during the first inflation. When the balloon catheter was once removed and imaging was performed, it was confirmed that the dilation was insufficient. The balloon catheter was advanced again, however, it got stuck after exiting the sheath. An attempt was made to remove the device, but it could not be removed, and when it was forcibly pulled out, the balloon part got separated and remained in the body. The device was retrieved with a snare and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that balloon difficulty removal and detachment occurred requiring additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common femoral artery (cfa). A 6f 45cm non-boston scientific (bsc) introducer sheath was crossed over in the lesion and a non-bsc guidewires were crossed the deep femoral artery (dfa) and superficial femoral artery (sfa). Subsequently, a non-bsc balloon catheter was crossed in dfa side and a 4mm x 40mm x 146cm coyote es balloon catheter was advanced in sfa side. Both sides were inflated at nominal pressure during the first inflation. When the balloon catheter was once removed and imaging was performed, it was confirmed that the dilation was insufficient. The balloon catheter was advanced again, however, it got stuck after exiting the sheath. An attempt was made to remove the device, but it could not be removed, and when it was forcibly pulled out, the balloon part got separated and remained in the body. The device was retrieved with a snare and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter first name: updated from blank to issei.

Manufacturer narrative:
E1 - initial reporter first name: updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen and inflation lumen is separated 26cm from the tip. Microscopic examination revealed a longitudinal tear to the shaft at the exit notch to the separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon difficulty removal and detachment occurred requiring additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common femoral artery (cfa). A 6f 45cm non-boston scientific (bsc) introducer sheath was crossed over in the lesion and a non-bsc guidewires were crossed the deep femoral artery (dfa) and superficial femoral artery (sfa). Subsequently, a non-bsc balloon catheter was crossed in dfa side and a 4mm x 40mm x 146cm coyote es balloon catheter was advanced in sfa side. Both sides were inflated at nominal pressure during the first inflation. When the balloon catheter was once removed and imaging was performed, it was confirmed that the dilation was insufficient. The balloon catheter was advanced again, however, it got stuck after exiting the sheath. An attempt was made to remove the device, but it could not be removed, and when it was forcibly pulled out, the balloon part got separated and remained in the body. The device was retrieved with a snare and the procedure was completed. There were no patient complications reported.